Manufacturer narrative:
Concomitant devices: tacticath catheter, flexability catheter, event date unknown. The reported event of procedural complication could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 9680001-2019-00073, 3005334138-2019-00247. The following was published in the japanese circulation society titled, "trends and outcome of catheter ablation of atrial fibrillation over 9 years - focus on empirical extra-pulmonary vein ablation" by je-wook park, et al., february 2019. ¿the substrate and trigger ablation for reduction of atrial fibrillation trial part ii (star-af2) emphasized the importance of circumferential pulmonary vein isolation (cpvi) during af ablation. The study involved 2,297 consecutive patients undergoing atrial fibrillation ablation from 2009 to 2017. During this time the ablation lesion set, ablation time, catheter type, and clinical outcomes were studied. Over the 9 years the extra-pulmonary vein left atrial ablation and 1-year recurrence rates in the atrial fibrillation ablation cohort decreased, in part due to improved catheter technology. However, 44 patients had unknown complications, with 24 having major complications¿ (doi:10.1253/circj.cj-18-0928).